Manufacturer narrative:
Has been updated from serious injury to malfunction. No serious injury occurred. It was a clear product malfunction that caused the event.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, a possible root cause may be due to a lack of solvent between the tip connector to bolus tip and hollow rod connector. The solvent is placed during the bonding process. The production personnel were notified about the reported issue. A quality alert was posted in the manufacturing line. To improve the bonding process, a new fixture will be designed to improve and standardize the solvent application between the tip connector to bolus tip and hollow rod connector. A new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/19/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states that the patient took out the device in their sleep. The weighted tip detached. An endoscopy procedure was performed to remove the weighted tip.